Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose of 36 mg/dl at the time of the incident. The customer did not mention how they treated or any symptoms. The customer alleged over delivery of insulin. No further information was provided. Troubleshooting was not completed. The insulin pump and reservoir will not be returned for analysis.